Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient is not pacemaker dependant. Attempts to reposition lead was unsuccessful due to helix issues. No adverse patient effects were reported. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.